Event description:
It was reported that during an unknown procedure the blue protective cover loosen and detached from main body. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 10/11/2023. B3: only event year known: 2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 1/25/2024.

Manufacturer narrative:
(B)(4). Date sent: 12/18/2023 investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Date sent: 2/5/2024. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 0012m device was returned with the ptfe insulation detached and returned. The electrode was tested for continuity and passed the test. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No definitive root cause could be reached that might have caused the detachment of the ptfe. A manufacturing record evaluation was performed for the finished device batch tbmlkp, and no non-conformances were identified.